Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported event. The central processing unit and the anesthesia control board were replaced to resolve the reported issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit displayed an internal error. There was no report of patient involvement.